Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 9 of 18 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive devices did not work with the new battery devices. It was noted that the battery devices did not show any charge after the charging process with the universal battery charger devices. The reporter indicated that they were unable to determine the reason for the issue or which devices were causing the issue. There were no delays to the surgical procedure. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and identified no failures. The device passed all manufacturing specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The manufacturer location was documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. During subsequent follow-up with the customer, additional information was received that the patient was not harmed and the surgery was successfully completed with a different tool. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.